Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received that this case is a duplicate of (B)(4). Since this case (B)(4) has all the information we will void (B)(4). A follow up report will be sent for that complaint. Aware date of (B)(4) ws changed to 28-oct-2024.